Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing heavy bleeding, lower rectum discomfort, dysuria, polyuria, and black stools. It was stated that the patient was in "bad shape." The reporter stated that the patient was experiencing side effects and symptoms which should have gone away within "24-48 hours", but it was 2 weeks post procedure. It was also stated that the patient felt "washed out" and that the patient could "hardly walk." It was stated that the health care provider (hcp) was notified, but "seemed to think everything was ok." The hcp believed these to be normal side effects. It was noted that the patient's white blood cell count was elevated and the reporter believed it be an infection. It was also noted that the patient was on an antibiotic and was not "getting better." It was stated that a urine culture was done, results were unknown. The patient had an appointment to see the hcp at the beginning of (B)(6) 2012. Additional information was requested, but was unavailable at the date of this report. Any additional information received will be included in a follow-up report.